Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing hypoglycemia, on (B)(6) 2025, with blood glucose (bg) levels of 35 mg/dl following a meal announcement adjustment. The user treated with juice and the event resolved. No hospitalization, medical intervention, or long-term health effects were reported.